Event description:
The patient reported symptoms of tooth decay, cavities, tooth discoloration and infection, gum sensitivity, pain, and tooth extraction (unspecified tooth). The patient reported requiring the following medical intervention: another dentist. The patient was prescribed with the following medication: chloride rinse and a special toothpaste (by the other dentist). It is unknown if the patient is continuing the use of the aligners.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost"; and "the health of the bone and gums which support the teeth may be impaired or aggravated"; and "the length of the roots of the teeth may be shortened during orthodontic treatment, which may become a threat to the longevity of the teeth." The potential root cause is unknown. The patient (initial reporter) requested align not to contact the treating doctor about this event, and therefore, there is limited information about this event. No conclusive evidence has been provided that supports or opposes the fact that the invisalign aligners caused or contributed to the reported symptoms. This event is being filed as an MDR as the patient reported tooth loss (serious injury), and an invisalign product was being used.